Event description:
Complainant reported during a telephone call that alarm "no o2" appeared during o2 flow scale calibration. He also reported the device's inspiration block was recently replaced, and that he had performed an o2 gas path test. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The defective device was not returned; however, the device log files were submitted for review. The log files did not capture the "no o2 dosing possible" alarm. Additionally, although the customer stated that the pressure calibration had failed, the log review observed that the pressure calibration had passed. Through communication with the customer, it was determined that the calibration process had not been performed correctly. Specifically, the o2 sensor calibration, which must be performed prior to attempting the o2 flow scale point, which was not completed. It was also found that the base unit test was not performed as required. The reported issue was unable to be confirmed but is likely due to an incorrect test setup by the user.